Event description:
Reference number (B)(4). Event occured in germany. It was reported that patient faced three infusion sets tubing detached from hub events on (B)(6) 2025.the infusion set was in use for a couple of hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available

Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 3.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-17445. Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6010963, in question was manufactured at the reynosa site. DHR review: the lot 6010963 was manufactured according to the work instruction (wi) version 120.0, in the line inset 10, on 12/jan/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5a00683 was manufactured according to the wi version 66.0 and manufactured in the machine sc04, on 06/jan/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.